Manufacturer narrative:
Concomitant medical products: product ID: w1tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. It was also noted possible right atrial (ra) lead undersensing was observed on stored episodes. It was further reported that the left ventricular (lv) lead exhibited high thresholds. The crt-p, ra lead and lv lead remain in use. No patient complications have been reported as a result of this event.